Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and impedance issues were observed on the ventricular lead. The ventricular lead was capped and replaced. Patient tolerated the procedure well without complications.